Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient had symptoms of vomiting, lack of energy, and dehydration. The patient was hospitalized twice in one week due to diabetic ketoacidosis. The blood glucose level was in the "high 20's mmol/l" on an unknown device. The patient was treated with an unknown IV drip at the hospital. The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019 and went back into the hospital on (B)(6) 2019.